Manufacturer narrative:
The device was returned for evaluation and showed radial burst was confirmed at proximal and distal shoulder of the inflation balloon area. Working length of the balloon was not returned. The crimp balloon was twisted. Due to the condition of the returned device, functional and dimensional measurements could not be performed. Imagery was provided for review and revealed presence of calcification was observed in the native annulus. The reported events were confirmed through returned device evaluation and applicable imagery . However, no manufacturing non-conformance was identified during the evaluation. Due to the condition of the returned device, dimensional inspection could not be performed . No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Presence of calcification was observed in the native annulus per CT provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile could have interfered with complete system retrieval into sheath due to excessive bunching of distal balloon, which would lead to the reported withdrawal difficulty. Furthermore, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty, leading to component separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. While IFU/training manuals are not listed in the technical summary, review of the instructions revealed similar contents as documented in the technical summary. Therefore, the IFU/training manuals as identified in the technical summary are still in place . Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the united kingdom, regarding an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During the deflation of the balloon, blood was noted in the inflation handle. After further assessment of the angiogram, the balloon was seen to burst at peak inflation. Withdrawal difficulties were encountered. The balloon material was viewed as excessive and restrictive to retrieving the pair as one. Contra-lateral (cross-over) access was achieved using a v-18 wire. A 10mm armada balloon was delivered via the v-18 wire. It was deployed intermittently to control bleeding. 2 x manta were used for closure of the primary access site. Some contrast was seen leaking from the manta marker site. After some observation 2 x begraft stents were used to seal the leak. The patient was noted as to be 2 days in itu and then discharged at home.